Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the pump was reportedly hot to the touch. The customer's blood glucose was 136 mg/dl. Although requested, no additional information was provided.